Event description:
It was reported that the pen could not be adjusted when the bd ultra-fine¿ pen needle was attached. The following information was provided by the initial reporter, translated from german to english: "pen cannot be adjusted correctly after attaching the needle."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-24 h6: investigation summary four sealed 31g x 8mm pen needle samples were returned from lot. No. 7319622, cat. No.320522. A functionality test was carried out on all four samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h10

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#. H3 other text : see h.10.

Event description:
It was reported that the pen could not be adjusted when the bd ultra-fine¿ pen needle was attached. The following information was provided by the initial reporter, translated from german to english: "pen cannot be adjusted correctly after attaching the needle."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen could not be adjusted when the bd ultra-fine¿ pen needle was attached. The following information was provided by the initial reporter, translated from german to english: "pen cannot be adjusted correctly after attaching the needle."